Event description:
A caller reported a malfunction on the pump without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced. Customer will use a backup insulin pump for insulin therapy.